Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient inquired for help in changing therapy settings as there was a problem with their therapy as of the past 3 weeks prior to date notified. It was stated that they have been a little weak on their right side, and that the right side "keeps flopping over" on their shoulder, with them not feeling well. Assistance was given with the patient able to increase stimulation settings on the right from 4.00 to 4.40v, at which point an upper limit screen was encountered. The patient was redirected to their healthcare professional (hcp) for symptoms/settings, with it noted that the patient would probably go to the hcp if their spasms were out of control. It was confirmed that an appointment is scheduled for "the (B)(6)." The patient's indication for implant is parkinsonian tremor and movement disorders.